Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-02307.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician was unable to advance the jet7 past tortuous anatomy. While attempting to advance the jet7 over a non-penumbra microcatheter, the neuron max became kinked. Therefore, the jet7 and neuron max were removed. The procedure was then completed using a new neuron max, a new catheter, and a new microcatheter. There was no report of an adverse effect to the patient.